Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a qdot micro catheter and observed a steam pop issue. They were ablating at 50 watts with the qdot micro catheter near the coronary sinus (cs) and the physician noted a steam pop occurred due to the impedance spike. The caller noted that the physician may have also felt it while holding the catheter. The force was not higher than 11 grams of contact and the impedance rise was approximately 15 ohms. The ngen¿ generator data displayed the catheter was irrigating at low flow with a temperature of 45 degrees. They monitored the patient¿s blood pressure and checked on echo for an effusion and there was no change. No patient consequence reported. Additional information was received. Unsure of the suspected device for reported flow/irrigation issue. No error message. Both the ngen pump and ngen generator were working appropriately. Catheter was not changed. No complication due to steam pop so continued with this same catheter. Changed some irrigation settings. Does not think it was a pump issue. Just needed to drop max low flow setting from 45 to 43 low flow temperature to get the high flow irrigation to kick in sooner while ablating. They did this to prevent steam pops and will do this going forward. Confirmed no irrigation issue. Just needed to drop max low flow from 45 to 43 low flow temperature to get the high flow irrigation to kick in sooner while ablating. Prefers to have high flow irrigation kick in sooner. Default wattage was at 50 watts. Pump was on automatic mode. No issues with flow rate change at the start of ablation. No high temperature issue. Within temperature range. Recalls 45 degrees when steam pop occurred, impedance started at 90ohms. Did not go over the impedance cut off. The physician stopped ablation once felt the steam pop. Post ablation irrigation is usually 5 seconds after ablation. However, it is set to 0 per physician. Physician¿s aware of the off label. Does not want to give more fluid than he has to. Another off label use is ablation time setting from 60 seconds to 999 seconds as the physician wants to be the one controlling when the ablation stops. The caller stated that she thinks it is the way the catheter being used and not a system or catheter failure. Clarification provided on the statement in the event of, ¿the ngen¿ generator data displayed the catheter was irrigating at low flow with a temperature of 45 degrees.¿ response was that that the max low flow was set to 45 degrees. Steam pop occurred at 45 degrees. During this time, graph still showed low flow. Was not sure how long it was supposed to be at 45 degrees before the high flow kicked in. However, makes sense that it did not go to high flow at the 45 degrees as it was right at the threshold of the max low flow setting. Therefore, no irrigation issue with catheter or systems. Low flow of 4ml when steam pop occurred. Therefore, yes, the data was showing low flow when they were doing ablation. Started at 4ml which is the setting on label setting. Then, titrated from 4ml to 15ml based on catheter temperature. Irrigating appropriately. No irrigation issue. The impedance spike issue was assessed as non MDR reportable. Since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The steam pop issue was assessed as MDR reportable under the qdot micro catheter.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).